Manufacturer narrative:
The exact cause of failure could not be conclusively determined based on the evaluation of the returned catheter. A review of the device history record for lot #16970 reveal that the catheter was manufactured per documented instructions and no unusual activity was recorded. The complaint catheter evidenced a small tear along the circumference of the tubing. The tear occurred on the catheter tubing near the securement platform. A large amount of adhesive residue can be observed on the catheter near the tear. As suggested by the excessive residue, an improper securement method can allow too much stress on the catheter and predispose the catheter to tears. All pic catheters manufactured at footprint medical inc. Are pressure tested prior to packaging. This catheter was not leaking at the time of packaging and presumably insertion. It is reasonable to conclude that this catheter failure is not the result of manufacture.

Event description:
A leak was discovered in the PICC catheter during a PICC dressing change. There was a small hole in the catheter in the external portion near the hub. The physician was notified and the PICC was discontinued.